Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. At the time of event, his blood glucose level was high as, the tubing detached without patient being aware. The infusion set had been used for less than one day. Further, they replaced the infusion set and resumed insulin successfully. No further information available.